Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. Review of the history log confirms the ec 322 reported symptom but the evaluation was unable to determine the cause. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.